Manufacturer narrative:
The zoll catheter was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Per reporter, the doctor noticed an issue with the catheter just after the insertion to the patient. Inspection of the solex catheter found balloon rupture; however, the reporter was unable to identify the specific balloon in the catheter nor provide a photograph of the reported catheter rupture. After this, the catheter was replaced and ivtm therapy was continued without any further reported issue. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported catheter leak was not confirmed. A visual inspection of the returned catheter was performed and found no physical damage. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Blood had accumulated /dried up on the serpentine balloon. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. During manufacturing, all catheters are 100 % inspected. Only units that pass are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for catheter with lot number 82865.